Event description:
The stent would not deploy. Procedure completed with different device. No harm to patient reported. This incident was deemed not reportable by merit in accordance with the criteria set forth in the FDA guidance at the time it was received. However, after further internal investigation, merit determined on 25 january 2010, that a product removal would be required. This is a 5-day MDR in accordance with statutory reporting requirements.

Manufacturer narrative:
Device evaluation - the suspect device has not been returned for evaluation. Conclusions - a product recall was initiated by merit on 25 january 2010. A report to the FDA in accordance with (B) (4) is in process. Please reference the above mentioned product removal report for further information. No additional form 3500a reports will be filed for this event.